Event description:
Caller reported a cartridge alarm 20 with their insulin pump, and cts confirmed consecutive cartridge alarms had been experienced. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts decided to replace the pump, advising the caller to use mdi as a backup therapy to ensure uninterrupted insulin delivery. The caller was informed that the replacement pump would have updated software, and they acknowledged the instructions for dealing with a g7 sensor and returning the problematic pump. A replacement pump was sent to the customer without a signature requirement for delivery.